Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported receipt of no delivery alarms on his insulin pump. Troubleshooting was performed and it was found that the insulin pump was working as designed, indicating an occlusion of either the reservoir or infusion set as the cause of the no delivery alarm. The customer did state he discovered there was bleeding with the infusion set. Her blood glucose was 300 mg/dl. Nothing further was reported.